Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion area was located in a moderately tortuous and severely calcified blood vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure at the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was simply removed and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.